Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator and prompted "error "5" and "error 8" messages. Complainant indicated that there was no patient involvement inthe reported malfunction.